Event description:
During a right atrial ep procedure with rf ablation, the pt went into ventricular fibrillation. The pt was rescued with a single external defibrillation shock at 200 j. Normal sinus rhythm was restored without sequelae.